Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation received the device to evaluate the decision of the no shock advised determination. Our clinical team reviewed the data file from the device and determined that the device operated within the limitations of the available technology. A separate, more detailed, correspondence letter was sent to the customer's facility explaining the data file review results. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.